Manufacturer narrative:
Result: fowler weldment assembly.

Event description:
It was reported by service report that the fowler section was badly bent and would not lay flat. No patient involvement or adverse consequences are reported.